Event description:
The surgeon noticed a hole in the valve. The surgeon does not know if he put the hole in the device or if it was already present. Cerebral spinal fluid was noticed to leak from the device after it was implanted. The surgical site had not been closed, therefore the device was replaced. The valve with the hole will not be returned for evaluation. No patient injury was reported.